Manufacturer narrative:
(B)(4). A visual examination of the returned device found push-back to the side-car and the outer sheath was torn at the proximal end and pulled away from heat shrink. The proximal end of the sheath was found to be buckled. A functional evaluation of the device was performed by attempting to extend the basket but failed as the coil assembly moved freely inside heat shrink due to the damage to the sheath. The condition of the returned incident device was consistent with the complaint that the basket wont open since damage to the sheath prevented the basket from extending easily. Additionally during evaluation it was also noted that the side-car presented push-back, the coil assembly was torn and buckled. The most probable root cause is considered operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the basket stopped opening after working twice. The procedure was completed with another type of device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; side-car push-back, and sheath torn.